Event description:
Customer alleged imprecision with inratio meter between two lots. Results as follows: date: (B)(6) 2011, inratio: 1.3 (lot #262183); (B)(6) 2011, 1.5 (lot #262183); (B)(6) 2011, 1.8 (lot #262183); (B)(6) 2011, 1.4 (lot #262183); (B)(6) 2011, 1.4 (lot #262183); (B)(6) 2011, 1.4 (lot #262183); (B)(6) 2011, 3.5 (lot #264481). No pt info provided.

Manufacturer narrative:
Investigation pending.